Manufacturer narrative:
Product complaint # (B)(4) month and day unknown. Only year (2019) is known. Batch # t5an74. Additional information was requested and the following was obtained: when the device trigger was broken, did it break off of the device? Yes. If yes, did it fall into the patient? No. If yes, was it retrieved? Yes. Will the trigger be returning with the devices for analysis? The trigger was in the package together with the devices. Device evaluation summary: the analysis results showed that the cs40g device was received with the closing trigger broken and in the opened position, otherwise with no apparent damage. The device was received with a reload loaded in the device. The reload was received fully loaded with staples, with the washer uncut, with the drivers and with the knife recess below the reload deck. The reload was not properly loaded in the device, as the retaining pin was not connected to the coupler and pushrod. These facts indicate that the reload was removed and reinserted incorrectly and/or incompletely after the retainer was removed. The returned reload was pulled out of the device and placed back on; the device opened and closed without any difficulties. The device was tested for functionality with the returned reload and using a screw driver as a closing lever. The device fired, cut and formed the staples as intended. The cut line and the staple line were completed and the staples meet the staple form release criteria. The device lockout and the reload lockout were functional. The damage to the closing trigger may have been due to the force applied to the trigger while trying to close the device over an excess of tissue and or trying to close the device with the cartridge not fully seated. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. It should be noted that if the reload is removed from the device, whether the reload is spent or not, and if the staple retainer has already been removed from the reload, the reload cannot be reloaded into the device. Please reference the instructions for use for the complete guide loading and reloading the instrument. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance's were identified.

Event description:
It was reported that during a low anterior resection procedure, the surgeon placed this stapler on the tissue and tried to close the jaws of the stapler. In this step the trigger was broken. The surgery was completed with another stapler. The surgery was delayed by 20 minutes but was successfully completed. There were no patient consequences reported.